Manufacturer narrative:
The manufacturer became aware on 13-jan-2026 that the user experienced a hyperglycemic event on 09-jan-2026 that resulted in hospitalization. Review of available device data showed that insulin delivery was paused for an extended period, cgm signal loss occurred, and the device underwent an unintended factory reset while the user was hospitalized for an unrelated medical condition. Insulin dosing resumed only after manual intervention, cgm replacement, and re-completion of the setup workflow. Investigation of this case did not identify a confirmed device hardware malfunction. The event appears most consistent with interruption of insulin delivery related to unintended device reset, cgm failure, and prolonged insulin pause during hospitalization. Based on the information available, the cause was determined to be use-related interruption of therapy rather than a confirmed device malfunction, and the device resumed normal function following re-setup.

Event description:
On (B)(6) 2026, the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose value of 475 mg/dl while at the hospital for a non-diabetes, non-ilet related issue. The user remained hospitalized for diabetic ketoacidosis, received medical treatment, and was discharged on (B)(6) 2026, after which the user resumed use of the ilet.